Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump touch screen was unresponsive. Additionally, it was reported that the pump gets warm progressing to hot to touch. Customer¿s blood glucose level was 182 mg/dl. Customer reverted to an alternate method of insulin therapy.